Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s device was reset from the power on reset (por) during an office visit the healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a power on reset (por). The por code was unknown. It was reviewed that a warning por can be cleared with a patient programmer and a warning por required 8840 intervention. The caller was directed to confirm the type of por before resolution could be determined. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was non-malignant pain and peripheral causalgia.